Manufacturer narrative:
No lab testing was performed to confirm or rule out the presence or type of infection. At the explant procedure, the physician commented that the initial signs of infection were no longer present. The explant took place approximately six months after the implant, thus making it unlikely that the nalu system itself was the cause of the symptoms reported. Infection and poor healing are inherent risks of invasive procedures. Lack of testing and information available to the firm makes the cause of the symptoms unclear.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2024 a full system explant took place due to potential infection.